Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become, this report will be updated.

Event description:
Boston scientific received information from the local field representative (fr) that this cardiac resynchronization therapy-defibrillator (ICD) displayed a battery status of elective replacement indicator (eri) on (B)(6) 2011. It was felt that the battery voltage dropped too quickly from eri to the current battery voltage. The device remains in service. There were no adverse patient effects reported.